Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an aspiration default with the system during the phacoemulsification step of a right eye cataract procedure. There was contact between the eye lens and the endothelium. The procedure was completed. There was no error code displayed. Additional information was requested but not received.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was confirmed. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The fluid management system pak lot specific to this event is not known; therefore, lot history and the device history record (DHR) reviews are not possible. A sample was not received to date for this complaint report; visual inspection or functional testing could not be conducted. From the customer report, it could not be determined what the customer's issue with the fluid management system pak was. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).